Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion being treated was located in the severely calcified unspecified coronary vessel. The 8mm x 2.75mm nc quantum apex¿ balloon catheter was used to predilate the lesion and on the second inflation it ruptured at unknown atms. The device was removed intact. No patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion being treated was located in the severely calcified unspecified coronary vessel. The 8mm x 2.75mm nc quantum apex balloon catheter was used to predilate the lesion and on the second inflation it ruptured at unknown atms. The device was removed intact. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received inside an nc quantum apex product pouch that matched the information on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the distal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).